Event description:
On (B)(6) 2015, leica biosystems received information that tissue from one (1) pt was not diagnosable and that re-biopsy has been recommended/requested. Information provided by the laboratory indicated that the re-biopsy of the one (1) pt has not been performed as of 25 (B)(6) 2015. Leica will submit a follow-up report if additional information is obtained form the laboratory. Ref MFR#: 8020030-2015-00015.

Event description:
As of 03/23/2015, information as to whether re-biopsy of the one patient, from whom tissue was not diagnosable, has been performed has not been provided to leica biosystems, despite several requests being made to the laboratory. The device manufacturer investigation is concluded and determined that no failure was detected with the instrument. However, it was noted that the user facility did not properly follow manufacturer recommended maintenance instructions. This conclusion is reflected in the event problem code codes: device code.